Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties and a stent dislodgement occurred. The lesions being treated were located in the circumflex (cx) and the left anterior descending artery (lad). A medtronic ebu 3.5 guide was engaged into the left main and a guidant 190 cm bmw wire was inserted in the cx. The physician deployed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent in cx. The wire was removed from the cx and moved to the lad. The physician attempted to insert a taxus 2.5 x 16 mm stent into the lad but was unable to cross. The stent was removed undeployed. A crosssail 2.5 x 10 mm balloon was inserted and inflated to 2 atm and removed. A crosssail 2.0 x 10 mm balloon was inserted and inflated 5 times to 15 atm. The crosssail 2.5 x 10 mm balloon was reinserted and inflated 5 times to 14 atm. The taxus 2.5 x 16 mm stent was reinserted and was unable to cross and was removed. A second bmw 190 guidewire was inserted into the lad. The taxus 2.5 x 16 mm stent was reinserted and was unable to cross. A quantum maverick 2.5 x 15 mm balloon was inserted into the lad and inflated twice to 12 atm and twice to 14 atm. The taxus 2.5 x 16 mm stent was reinserted and was still unable to cross. As the stent was removed into the guide, resistance was met. Upon inspection of the stent delivery system it was noted that the stent had dislodged from the balloon. The undeployed taxus stent was recrossed with a crosssail 2.5 x 10 mm balloon and expanded in the proximal lad. The balloon ruptured at 18 atm. The stent was recrossed with a quantum maverick 2.5 x 15 mm balloon and expanded twice to 14 atm. Ivus was attempted, but aborted. A taxus 3.0 x 24 mm stent was inserted and removed undeployed. The pt coded. The pt left the cath lab for surgery in stable and alert condition.